Manufacturer narrative:
(B)(4). A sample of an unknown clear link valve in which a clearllink extension sets tip was broken in was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. The batch review cannot be performed since there was no lot number provided. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Event description:
The customer reported to baxter (B)(6) in which the male end of a microbore tubing was breaking off in the female end of the clearlink and flolink luer lock. The staff had been adjusting connectors and working around it. The incidents occurred in neonatal ICU. It was not reported if the incidents occurred during use, or if there was any patient injury or medical intervention. No additional information is available. This is report 3 of 3 of the same reported problem from this facility.